Manufacturer narrative:
### ### A supplemental report is being submitted for device evaluation and investigation completion . Continuation of d9: analysis of the device was unable to be performed. A signed patient consent is required per german medical device law [mpdg article 72 (6)] in order to analyze patient owned devices. Attempts to obtain patient consent were unsuccessful due to patient refused to signed; therefore, no physical device analysis was performed on the returned product and the product will be sent back to the facility. Product event summary: the controller was not evaluated since patient consent was not received. Review of data log file revealed multiple data points with a battery relative state of charge (rsoc) value of either 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the event log file revealed a controller power up event with an associated motor start event logged with an incorrect date stamp. During a loss of power event, the controller screen will be blank, and upon controller start up, the alarm indicator on the controller's front panel will flash red. Additionally, log files revealed multiple controller reset events with an incorrect date and time stamp. Analysis of alarm log file revealed multiple critical battery alarms logged with a battery rsoc value of 101% logged with incorrect date/time stamp and serial number ID, or cycle count, indicating that the controller was unable to recognize the connected batteries. The critical battery alarm is a high priority alarm which produces a loud sound and will flash red. As a result, the reported events were confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported real time clock error event, observed inability of the controller to recognize the batteries, and observed controller reset events can be attributed to a damaged integrated circuit on the controller's communication line. The integrated circuit is responsible for the communication between controller and batteries and is also connected to the real time clock. The damaged integrated circuit likely prevented the controller from determining the capacity of batteries, therefore causing the controller to trigger critical battery alarms. A possible root cause of the reported "red" alarm can be attributed but not limited to a controller loss of power and/or a damaged integrated circuit. A possible root cause for the damaged integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the loss of power can be attributed, but not limited, to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unknown "red" alarm as well as a date/time error in the data file. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.